Manufacturer narrative:
This report is being supplemented to provide a correction to the previous reported supplemental reports (h6:type of investigation). And to provide a correction to the previous lm investigation results. Corrected fields (h6 and h11). Correction to the previous supplemental report h6: as 3331. And 10 were incorrectly selected. The device history record was unable to be reviewed for this device, since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined.

Event description:
Olympus reviewed the following literature titled "efficacy of a novel tapered contrast catheter for endoscopic ultrasound-guided hepaticogastrostomy: a multicenter study" literature summary this retrospective study aimed to compare the performance of conventional and novel ercp contrast catheters regarding the success rate of single-attempt catheter insertion, failure rates, technical success rates, and incidence of adverse events. A total of 48 patients were included (26 patients in conventional group and 22 patients were in the novel group). The success rates of ercp catheter insertion in a single attempt were 80.8% (21/26) in the conventional group and 96.5% (21/22) in the novel group. The median guidewire angles were 114 and 90 in the conventional and novel groups, respectively. The failure rates of ercp catheter insertion were 7.7% (2/26) and 4.6% (1/22) in the conventional and novel groups, respectively. The technical success rate was 100% in each group. The procedure time was 29 min in the conventional group and 25.5 min in novel group. The following events have been reported in the literature: bile peritonitis (7) sepsis (1) cholangitis (1) bleeding (1) acute pancreatitis (1) abdominal pain (1).

Manufacturer narrative:
A2: median age 76.5 since the literature described "0.025-inch guidewire visiglide2", olympus selected "g-260-2545a" as a representative product. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of the phenomenon was not established. Olympus will continue to monitor field performance for this device.